Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-05339.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-05339. It was reported the patient (australia) experienced ineffective stimulation due to not able to increase amplitude. System diagnostics revealed high impedances. Reprogramming resolved the issue at the time. X-rays revealed fracture on one of the leads. The patient underwent surgical intervention where in the leads were explanted and replaced with another model which resolved the issue.